Event description:
It was reported that the patient had a glaucoma shunt implant in the right eye on (B)(6) 2012. On (B)(6) 2015, the 36 months post-op, the tube was exposed. Scleral patch was applied. It was reported that on (B)(6) 2015 the patient recovered from the event. No patient injury was reported. It was reported that no more information would be available as this 3-year visit is the last phase of the study. There was no report of best corrected vision acuity (bcva) decrease. There was no associated patient injury.

Manufacturer narrative:
Date of explant: not applicable as the shunt remains implanted at the time of submitting the MDR. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.